Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through regulatory agency, reported of the left side device: "rupture with extracapsular silicone diffusion". The device was explanted.